Event description:
This incident was reported to the manufacturer by the national competent authority, UK mhra reference (B)(4), as reported to them by the end user. Limited information has been made available in the user report. It was alleged that the patient was diagnosed with a corneal ulcer after seeking medical attention with symptoms of foreign body sensation, discomfort, and pain. The user reported that the incident is ongoing and there is corneal scaring, location unspecified. The cornea remains unhealed, and the patient continues to take unspecified medication(s) related to the injury. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to the reported condition of corneal ulcer of unknown location, severity, treatment, or outcome and potential for serious injury related to the occurrence of a corneal ulcer. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.